Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient was experiencing pain and the surgeon felt the stem was loose. The doctor determined that the implants were well fixed and decided to leave them in the femur of the patient. He removed swapped the ball and poly only.

Manufacturer narrative:
Corrected data: product not received. An event regarding pain and revision involving a adm liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event was not confirmed because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient was experiencing pain and the surgeon felt the stem was loose. The doctor determined that the implants were well fixed and decided to leave them in the femur of the patient. He removed swapped the ball and poly only.